Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was having unexplained high blood glucose. Customer's blood glucose was 300 mg/dl. Customer treated with a manual injection. Customer stated that she had a funny feeling due to the high blood glucose. Troubleshooting was performed and the insulin pump passed the high pressure test. Customer stated that the cannula was not bent or occluded. Customer stated that last night her blood glucose was 500 mg/dl. Customer just changed the infusion set 20 minutes ago and checked the cannula to make sure it wasn't bent. Customer stated that she might have some scar tissue that could be an issue with the unexplained high blood glucose and that she was informed that her pump was working as designed. Customer's blood glucose was now 320 mg/dl.